Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided balloon was used in the esophagus during an endoscopic balloon dilation procedure performed on an unknown date. During the procedure, the balloon ruptured during inflation. There was no percutaneous endoscopic gastrostomy (peg) performed. The procedure was completed with a different device of the same model. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided balloon was used in the esophagus during an endoscopic balloon dilation procedure performed on an unknown date. During the procedure, the balloon ruptured during inflation. There was no percutaneous endoscopic gastrostomy (peg) performed. The procedure was completed with a different device of the same model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: the returned cre wireguided balloon was analyzed, and a visual evaluation noted no damages were found. A functional evaluation noted that the balloon was inflated without a problem but it did not hold pressure due to a pinhole. Microscopic evaluation confirmed a pinhole was located in the proximal section of the balloon, approximately 82mm from the tip. No other problems with the device were noted. The reported event of balloon burst was not confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. The pin hole found in the balloon is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that interaction with any surface during the procedure could create friction on the balloon, causing a pinhole during the procedure. Therefore the most probable root cause is "adverse event related to procedure." A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.